Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing due to noise which resulted to pacing inhibition greater than 2 seconds of asystole for this patient. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Additional information indicated that the source of oversensing was due to electrocautery as the patient had surgery. The patient will be monitored on normal follow up schedule. This system remains in service. No adverse patient effects were reported.